Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following mom reported that bg rose as high as 400mg/dl with headaches and occasional ketones. Reporter felt am/pm was switching on its own on the pump. Customer support (cs) reviewed of pump found date was incorrectly set for (B)(6) 2014, and had reporter reboot pump. Date and time were maintained in pump after battery removal. Cs assisted in correcting the date, advised reporter it appears the am/pm were accidently programmed incorrectly on (B)(6) 2014 when they replaced battery in pump after a low battery alarm. Advised that basal delivery record is much higher than normal for all dates surrounding this date and that is probably when the date was rolled back as well causing the date today to be displayed as (B)(6) rather than (B)(6). Cs instructed reporter to also review am/pm on home screen when awakening pump, monitor and call back if they have any additional concerns. There is no indication of pump malfunction. Due to the lower basal rate an lower I:c ratio set with the am/pm reversal. This complaint is being reported due to the patient experiencing hyperglycemia subsequent to the user error of incorrectly setting the time/date.